Event description:
It was reported that balloon rupture occurred. A 4.0mmx40mmx80cm sterling balloon catheter was advanced for dilation. However, during inflation at 8 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injury reported.